Event description:
It was reported that the device was explanted on (B)(6) 2021 due to infection and skin breakdown at implant site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 23 april 2021.

Event description:
Per the clinic, it was reported the patient's implant magnet was exposed from the skin. Additional information has been requested but has not been made available as of the date of this report.